Event description:
The customer reported that insulin squirted out while changing the infusion set and the insulin pump alarmed. The blood glucose reading was 169mg/dl. Advised the caller to disconnect from the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had cracked battery tube, broken belt clip slot, missing end cap sticker and scratched display window.